Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the biomedical dept from the recovery room, with a report of the device delivering a 2ml bolus dose instead of the intended 3ml bolus dose. No specific pt info, pump programming, or event details were provided. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2012 at 1441, for continuous+bolus delivery in ml, with a 5ml/hr rate, a 2ml bolus dose, instead of the customer reported 3ml bolus dose, a 20 min bolus lockout, 2 bolus doses per hour limit, and a 500ml container size. At 1442, a priming volume of 2.9ml is indicated. At 1445, the device was powered off. A review of the device history indicated the device was powered off prior to the start of the delivery. This report represents all the info known by the reporter upon query by hospira personnel.